Event description:
Patient with an infrarenal aaa [abdominal aortic aneurysm] s/p [status post] endovascular repair with persistent endoleak, likely type 3, despite multiple attempts at endovascular treatment, therefore open aaa repair with graft explant was indicated. Suspected device malfunction. Patient previously seen in clinic for a newly diagnosed infrarenal aaa which was an incidental finding on CT. A dedicated angiogram demonstrated an infrarenal aaa measuring 6 cm in greatest diameter with anatomy suitable to endovascular repair. Timeline of event is below. [Date redacted] - patient taken to the operating room for the following procedures: 1. Bilateral common femoral artery ultrasound-guided access. 2. Diagnostic aortogram. 3. Endovascular aneurysm repair with cook zenith tffb 32 mm x 96 mm main body. Endoprosthesis; cook zenith esbe 32 mm x 39 mm main body extension endoprosthesis; cook zenith zsle 13 mm x 90 mm, 20 mm x 74 mm and 20 mm x 54 mm contralateral left common iliac artery endoprostheses; and cook zenith zsle 20 mm x 74 mm and gore vbx 8 mm x 79 mm post-dilated to 14 mm ipsilateral right common iliac artery endoprostheses 5. Bilateral common femoral artery perclose closure. [Date redacted] - approximately 1 month later - follow up CT angiogram with "infrarenal aaa status post evar [endovascular aneurysm repair] procedure with type ii possible type iii endoleak and residual aneurysm sac size measuring 6 cm". [Date redacted] 3 days after follow up CT angiogram - follow up with vascular surgery appointment. Recommend reintervention. [Date redacted] 46 days after vascular surgery appointment - admitted for same day procedure. Proceeded to cath lab for aortogram and realigning of evar limbs with placement vbx in ipsilateral and contralateral limbs. Findings concluded persistent endoleak, suspected from main body graft. [Date redacted] 1 month after vbx placement - follow up CT angiogram with "infrarenal aaa status post evar procedure with endoleak and stable aneurysm sac measuring 5.8 cm". Follow up appointment with vascular, patient not a create candidate for explant or open repair, patient preferred to holdoff on reintervention at this time (risk of rupture approximately 5 to 10% annually). [Date redacted] 57 days later - incidental CT abdomen performed for other unrelated indication. Infrarenal aaa found to have increased in size from 5.8 cm to 6.5 cm (addended per vascular provider to measure 6.1 cm). [Date redacted] 21 days after incidental CT findings - follow up with vascular surgery. Concern for type iii endoleak, recommending ima coil embolization for treatment. [Date redacted] 25 days after follow up with vascular surgery - admitted for same day procedure. Attempted at ima coil embolization that was unsuccessful. Continue close surveillance. [Date redacted] 81 days later - contrast enhanced duplex us reporting type ii endoleak visualized with residual aneurysmal sac measuring 6.3cm. Type iii endoleak cannot be ruled out. Follow up with vascular surgery indicates the next step in treating his aneurysm would require an open procedure with ligation of inferior mesenteric artery and lumbar arteries with possible sacotomy. [Date redacted] 74 days later - admitted for open abdominal aortic aneurym repair with aorto-bi-iliac graft. Explanted endovascular endoprosthesis. Successful.